Event description:
It was reported that a variable angle two column plate was implanted on (B)(6) 2013. Variable angle locking screws were used in distal holes. Upon follow up on an unknown date the distal variable angle locking screws had shifted proximally causing loss of reduction and radial shorting. This is report 7 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn as the product has not yet been evaluated.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was conducted. The report indicates the shafts of all 4 screws passed through each of the intended holes of the returned 04.111.721 plate. The investigator was able to engage each of the va locking screw heads into the plate threaded locking holes but full engagement was not possible. There is evidence however, that the va locking screws (3) were engaged at a very extreme angle judging from the removal of anodization and rolled over threads axially and approximately 4-5 mm from the screws locking head. Review of the risk analysis addresses a possible contributing factor for improper plate/screw interface hazard which may lead to the plate becoming loose. The lcp va plate and va locking screws are designed to lock when engaged within a 15 degree range of the plates screw hole center lines and as provided by using the recommended drill guide. If this range is exceeded or drill guide is not used as recommended, and or the primary reduction is not adequate, engagement and locking of the screw to the plate may not be achieved as intended. If there is a non-locking of the screw head to the plate, movement of the plate may occur. It is likely that incorrect screw angulation (>15 deg.) Due to improper use of drill guide was a contributing factor as evidenced by the removal of anodization and rolled over major diameters of the three (3) va locking screw threads. The current control for this is described in the surgical technique guide for the system. It is likely that the implantation technique used was inconsistent with the recommended method of use as described in the 2.4mm variable angle lcp distal radius system technique guide. The design was evaluated and found to be suitable for its intended use. Investigation is on-going.

Event description:
Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. Reportedly, the surgeon removed all hardware and the patient was revised to an external fixator on the affected arm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. A visual inspection was performed and the screw is in an excellent condition. Based on the complaint description the locking screws backed out and there was no complaint on the cortex screws. This is indicative of the cortex screw functioning as required. A manufacturing fault was not noted.